Event description:
A 34 inch thigh tourniquet-reprocessed -failed to inflate -requiring or rn staff to go under sterile drapes remove and replace. Tourniquet was received in or in usual packaging on the case cart -no evidence of defectiveness.